Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID:2134265-2016-12257, 2134265-2016-12258, 2134265-2016-12259, 2134265-2016-12260, 2134265-2016-12261. It was reported that the patient died. Several days prior to this percutaneous coronary intervention (pci), this patient had a repeat thoracic endovascular aneurysm repair (tevar) for a dissection in the aorta. A stent graft was placed at that time. Open surgery was not an option for this pci due to the patient¿s condition. Vascular access was obtained via the femoral artery. The target lesions were located in the distal left main to proximal left anterior descending (lad) and mid lad arteries; the disease was noted to be complex. During the procedure an opticross¿ imaging catheter, a samurai guidewire, a 2.00mmx20mm emerge¿ balloon catheter and a 8mmx4.00mm nc quantum apex¿ balloon catheter were used. A 2.25x28 synergy ii drug-eluting stent (des) was deployed in the mid lad and a 3.50 x 16 synergy ii des was deployed in the distal left main to proximal lad. The procedure went very well. However, as staff was undraping the patient and preparing to transfer, the patient began to bleed internally through his chest tube. Surgery and anesthesia were called and they worked on him, but they could not stop the bleeding and he expired within 10-15 minutes of that time. The physician believes that the patient¿s aorta ruptured and they likely bled out due to that and the anticoagulants. Angiomax was used during the procedure.